Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the u.s. Analysis is pending.

Event description:
During an implant attempt of the subject pacing lead, low bipolar pacing impedance was measured on a psa. Another lead was subsequently implanted instead. The physician reported that the subject lead needed to be repositioned due to unacceptable ("small signal") measurements with the psa. The lead was repositioned several times due to unacceptable measurements. Connections on the lead connector were checked and found to be ok. Atrial and ventricle connections were reversed which revealed good results for the ventricular lead and unacceptable results for the atrial lead.